Manufacturer narrative:
Other, other text: customer response email received with new information pertaining to the complaint MDR decision, a trach tube change was required. The file is considered serious injury at this time.

Event description:
Information was received indicating that immediately after placing in the patient, a smiths medical portex blue line ultra tracheostomy tube was found leaking air from the cuff. It was reported that the tube was stopped being used. There were no reported adverse patient effects.

Manufacturer narrative:
Other, other text: returned device was received with one small tear. During the evaluation of the device the customer reported condition was confirmed problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.